Manufacturer narrative:
Zimmer biomet (B)(4). One osseotite® tapered certain® implant 3.25 x 11.5mm (int3211) was returned for investigation. However, one unknown biomet driver was not returned for investigation. Visual evaluation of the as returned products, identified signs of use. With dried blood debris on the external threads, but no apparent signs of malfunction. Functional testing was performed using in-house driver. And the devices were able to engage, retain and disengage as normal. DHR review was completed for the subject lot number (2020010696). It was confirmed, that all operations and inspections were executed, as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted, as part of the DHR. Complaint history review was completed for the subject lot number (2020010696), using keyword damaged drive feature. And no other complaint was identified. Therefore, based on the available information and functional testing, device malfunction for implant did not occur. And device malfunction for driver could not be verified, without the product return. And the reported event was nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports an impossibility of adjusting the implant driver, the doctor says that he decided to replace it to avoid possible future prosthetic problems due to the possibility of a defect in the connection. The affected tooth position is #43. The doctor confirms that the patient did not suffer any negative impact on his health and that the procedure was completed with another implant.